Manufacturer narrative:
A total of 16 patients (9 male and 7 female) with a mean age of 56.7 years this report is for an unknown synthes hindfoot arthrodesis nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hong, cc., lee, wt. And tan, kj (2017), moderate-term outcome for tibiotalocalcaneal arthrodesis using hindfoot arthrodesis nail, foot and ankle surgery, vol. 23 (s1), pages 135 (singapore). This retrospective study aim to report the outcomes in tibiotalocalcaneal (ttc) arthrodesis using hindfoot arthrodesis nail (han) with a moderate term follow-up. Between 2010 and 2014, a total of 16 patients (9 male and 7 female) with a mean age of 56.7 years were treated with unknown synthes hindfoot arthrodesis nail (han). All patients achieved good pain relief and satisfactory average aofas score; 69.5 (range, 62-80) at an average follow-up of 48 (range, 28-84 months). The minimum follow-up was 2 years. The following complications were reported as follow: there were 5 complications of which 2 patients required revision surgeries. 17 out of 18 cases had radiological union after an average of 7.8 (range, 3-20 months) of which 1 had none. This report is for an unknown synthes hindfoot arthrodesis nail (han). This is report 1 of 1 for (B)(4).